Event description:
It was reported that the ilet user experienced a low blood glucose episode after dinner, noting that the pump appeared to overcorrect and continued to lower glucose despite prior hyperglycemia. The user treated with glucose tablets and subsequently consumed orange juice, with glucose rising from the 50s to the 80s during the call, and the event context aligns with an incorrect procedure or method related to meal announcement or sizing and involves the user interface. Symptoms included hypoglycemia with a nadir of 59 mg/dl. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, consistent with an improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.